Event description:
It was reported that cadd legacy pump displayed 2 error codes. No patient injury was reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact. The reported event was confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and 1260 and 1261 error codes messages were found in the pump's event history logs. Unable to determine the root causes of the issue after the inspection. Recommend a microprocessor unit board to be replaced.